Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level ranged between 140-150mg/dl; current bg level was 227mg/dl. Tandem technical support was unable to perform a system check to determine a possible cause of the occlusion as the customer was not currently using the pump for insulin therapy. New supplies were loaded onto the pump and insulin deliveries were resumed via the pump.